Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, before the tip mechanism was deployed, the tip was observed as extended. The rv lead was used, and implanted. No patient complications have been reported as a result of this event.